Event description:
This information was previously captured in manufacturer report # 3004209178-2014-24629 (duplicate events): it was reported that on (B)(6) 2014 the patient came for a pump refill and was not able to administer boluses. The pump logs were read with an telemetry performed at 10:05 and multiple motor stalls had occurred. On (B)(6) 2014, a motor stall occurred at 09:43 and recovered at 15:20 that same day. Also on (B)(6) 2014 another motor stall occurred at 20:38 and recovered on (B)(6) 2014 at 01:17. A motor stall also occurred on (B)(6) 2014 at 05:23 and it was unknown if it had recovered. No diagnostic testing or troubleshooting was performed. It was unknown if the issue was resolved and the cause of the stalls was not determined. No patient symptoms were reported associated with this event. At the time of the report the patient's status was reported as alive-no injury. As a result of the motor stalls, the pump was to be explanted on (B)(6) 2014 and expected to be returned. This device system delivered clonidine. Additional information was requested to verify the patient's current status post the planned explant, symptoms and device status. Should additional information be received a supplemental report will be filed. Now, further information was received and it was clarified that the patient was not able to get the boluses due to the motor stall and was able to get them when the pump was running again. Should additional information be received a supplemental report will be filed. Please also note that duplicate events were now discovered and the following information had already been captured in other related events which did not meet reporting criteria. The following information had been captured in manufacturer report # 3004209178-2014-24629 (on (B)(6) 2014a motor stalled occurred at 00:51 and recovered on (B)(6) 2014 at 06:46) and in this current manufacturer report # 3004209178-2015-00330 this information had previously been captured (further information noted that on (B)(6) 2014, the patient came in for a refill and shared that there was a day when he could not give himself a bolus. Reportedly, the logs indicated that on (B)(6) 2014 at 00:51 the motor stalled and on (B)(6) 2014 at 06:46 it recovered. The patient came twice after that with no problems. A motor stall had occurred and recovered on (B)(6)). Going forward, any information pertaining to the july motor stall and july bolus issue will no longer be captured within this manufacturer report # 3004209178-2015-00330 as other events capture this information.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. (B)(4).

Manufacturer narrative:
Concomitant product: product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the pump had a motor stall which never recovered. In addition, a communication issue occurred with the personal therapy manager (ptm) and a different product was used. Further information noted that on (B)(6) 2014, the patient came in for a refill and shared that there was a day when he could not give himself a bolus. Reportedly, the logs indicated that on (B)(6) 2014 at 00:51 the motor stalled and on (B)(6) 2014 at 06:46 it recovered. The patient came twice after that with no problems. At this time it remained unclear if there was more than one motor stall in the logs but that repeated stalls and recoveries did not occur in short duration. The issue was reported as unresolved and cause was not determined. This resulted in the explant of the pump and the implant of a new pump. In regards to the ptm, it was unknown if testing or troubleshooting was performed, the issue resolved or if the cause was determined. At the time of the report the patient's status was reported as alive-no injury. No patient symptoms were report ed with this event. The patient was currently doing ¿fine.¿ the implant date was reported as approximate. This device system delivered clonidine. Additional information was requested to clarify the event details related to the stall and ptm function. It was further clarified that multiple motor stalls were confirmed. A motor stall had occurred and recovered on (B)(6) and then another on a later date the pump had stalled which had not recovered. The device was explanted due to the unrecovered motor stall. The ptm was also returned. It remained unclear as to when the patient experienced the malfunction of this remote device and if related to the motor stall as there was not a specific mention of the malfunction during ¿that¿ day. The patient reported had tried multiple times through the day, a potentially a communication error as the logs did show a motor stall. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.